Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the fraction of inspired oxygen (fio2) and the flow displayed question marks (???) As the value a few minutes before the system was connected to the patient. Then it started to calibrate automatically and the values appeared again. The team decided to use the system for the remainder of the case but an o2 tank was on standby should it be needed. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility's biomedical engineer, the perfusionist calibrated the electronic patient gas system (epgs) between 7:45-8:00am prior to cpb. Per data log review: the unit lost power after the calibration was completed on (B)(6) 2026 at 8:01:07am and restarted at 10:34:40am. Once the epgs completed booting the central control monitor (ccm) reassigned it back to the perfusion screen. The manufacturer's clinical support specialist suggested that the epgs connection to the network interface connection (nic) be inspected to make sure it was secure. The user facility's biomedical engineer found that the issue was due to a broken screw in the connection that holds the cable to the module. D4: the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4: the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.